Event description:
It was reported that the patient with this pacemaker was experiencing a syncopal episode. Technical services (ts) reviewed device data and noted that right ventricular (rv) lead pace impedance measurements increased from approximately 500 ohms to 1800 ohms and recommended the device be checked in person. The patient subsequently followed up with their physician and the cause of the syncopal episode and increase in pace impedance measurements were undetermined. The physician decided to continue to monitor this patient to resolve. No additional adverse patient effects were reported. This device remains in service. This product was not returned for analysis. The allegations of this event could not be confirmed as there was not enough information provided. Therefore, there is a lack of evidence to identify any device anomalies and this product passed product record review. Additional information was received that this pacemaker was explanted and replaced. This device has been returned. Other then the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was experiencing a syncopal episode. Technical services (ts) reviewed device data and noted that right ventricular (rv) lead pace impedance measurements increased from approximately 500 ohms to 1800 ohms and recommended the device be checked in person. The patient subsequently followed up with their physician and the cause of the syncopal episode and increase in pace impedance measurements were undetermined. The physician decided to continue to monitor this patient to resolve. No additional adverse patient effects were reported. This device remains in service.